Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a coil embolization procedure using a neuron max 6f 088 long sheath (neuron max), non-penumbra catheter and non-penumbra microcatheter. After the procedure was completed, the physician removed the system. Upon removal, it was noticed that the neuron max was broken. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max had multiple fractures from approximately 73.0 ¿ 76.5 cm from the hub. The device was ovalized approximately 4.0, 64.5 and 77.0 ¿ 81.5 cm from the hub. The total length was approximately 83.5 cm. Conclusions: evaluation of the returned neuron max confirmed fractures on the distal shaft. Further evaluation revealed ovalizations along the distal shaft. These types of damages typically occur if the device is forcefully manipulated against resistance. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder